Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string pulled out and was unavailable to aid in the removal of the tampons. She was able to manually remove the tampons and did not seek medical assistance. She is doing fine.